Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing noted a failed downstream occlusion sensor. The sensor was replaced and then device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a failed downstream occlusion calibration. The device evaluation noted a damaged downstream occlusion sensor. There was no patient involvement.